Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to tower door 1 failed. Customer shutdown the device and manually unlatched all the doors, then closed them. Rebooted the device and the failure was recovered. The system functioned as intended after customer troubleshooted the device .

Event description:
It was reported by the customer that a pyxis medstation es system tower door 1 failed. The customer reported that this malfunction has hindered the timely dispensing of medication. There were no adverse events or injuries reported based on this incident.